Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for a high blood glucose level of 989 mg/dl. The customer stated that she had a sinus infection and does not know if that caused her to go into diabetic ketoacidosis. The customer was wearing the insulin pump during her hospital stay. No further information was provided.